Event description:
Patient completed training on the treadmill. The treadmill was switched to the "off" position. Physical therapist stepped off the treadmill in order to prepare for patient to come off while the patient held onto the rails of the treadmill. At that point, the belt of the treadmill lunged backwards, causing the patient to fall on his buttocks while he still held onto the rails. After initial assessment of pain, at the sacrum, the patient was assisted to a chair for rest.in our discussions with the manufacturer, they have informed us that there is a modification to stop the belt from 'free-wheeling' when power is off. Our facility was sent parts to install, but it did not fix the unit. We are in the process of coordinating a factory repair.